Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil lp to the target vessel and attempted to place the coil; however, the ruby coil lp was too large for the vessel. Therefore, the physician decided to remove the coil. While retracting the ruby coil lp, the coil unintentionally detached within the microcatheter. The microcatheter containing the detached ruby coil lp was removed and the coil was flushed out on the back table. The procedure was completed using a smaller coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed the pet lock was separated on the proximal end of the pusher assembly and the pull wire was retracted from the distal end of the pusher assembly. This typically occurs during a successful detachment attempt. If the pet lock is inadvertently separated during manipulation of the device within the microcatheter, the pull wire may retract out of the distal end and likely cause the embolization coil to detach. Based on the reported complaint, the root cause of the coil detachment could not be determined. Further evaluation revealed kinks along the length of the pusher assembly and the detached embolization had offset coil winds along its length. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.